Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. Fluoroscopy found no physical anomalies. The lead was capped on 26 may 2022 and successfully replaced. The patient was stable and asymptomatic.